Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced a return of gerd symptoms (heartburn and recurrent cough). The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Uneventful device explant on (B)(6) 2013. Implant of a new linx reflux management system, model lx13 occurred on (B)(6) 2013 at time of original device explant. Physician was notified previous to procedure by torax medical that this is contraindicated. Patient condition is well.